Event description:
On (B) (6) 2006 - arthroscopic acl reconstruction using allograft btb, left knee. Patient experienced ongoing pain in knee. Three years after implantation, patient had a small prominence over tibial tunnel. He will be receiving a diagnostic arthroscopy of the left knee and will remove the bone reaction from the tibial side and bone graft it with 30cc of bone chips.

Manufacturer narrative:
Product recall was initiated on 08/21/2007. (B) (4)